Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and chose to discontinue therapy in favor of manual glucose control after working with trainers; troubleshooting and education were completed, and no device alerts or alarms were reported. Symptoms included hypoglycemia with a reported low of 50 mg/dl and requiring treatment with oral glucose and glucagon. Outcomes included transient interference with daily activities without hospitalization. Investigation included internal case review and consultation with the field team. Investigation of this case revealed no device malfunction reported and no contributory device alerts. It was concluded that the hypoglycemia occurred with unclear cause and that the user elected to return the device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.